Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer stated that the pump started beeping a humming sound this morning and the screen was blank. Customer changed out the battery and it still didn't do anything. Customer stated that she woke up and her pump began to alarm just before she got into the shower. Customer stated the pump display was blank. Troubleshooting was performed but customer does not have a new battery to test with the pump. Customer was advised that a replacement battery cap will be sent.